Event description:
On (B)(6) /2013, it was reported that a handheld device was not responsive to touch. Upon hard reset, the device would not advance past the align screen prompts. The other parts of the programming system were confirmed to be working normally. The handheld device and software flashcard were returned on (B)(6) 2013 and underwent analysis. An analysis was performed on the returned flashcard and the reported allegation was not verified. During the analysis it was identified that the flashcard contained two different sets of patient databases. The cause for the anomaly is associated with the flashcard being inserted into multiple handheld devices. No functional anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.